Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the filament driver pcb and the generation driver pcb. Performed a filament calibration. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9900 system displayed a filament regulator failure error message. There was no report of pt injury.